Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal dilaudid 750 mcg/ml at 149.88 mcg/day, compounded baclofen 350 mcg/ml at 69.94 mcg/day, and bupivacaine 30 mg/ml at 5.995 mg/day via an implanted pump for malignant pain and head/neck (non-malignant). Device interrogation revealed a motor stall and recovery on (B)(6) 2015 without a patient report of an MRI. Patient symptoms were not reported. The programming date from the most recent refill prior to the event was (B)(6) 2015. No action was taken and the outcome was resolved without sequelae on (B)(6) 2016. The event was related to the device or therapy; specifically the pump and not related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stall occurred on (B)(6) 2015 -23 at 19:14 and a motor stall recovery occurred on (B)(6) 2015 at 20:10. It was noted the cause of the stall was not indicated on the event form.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.